Event description:
During the pulsed field ablation procedure, air was aspirated from the sheath. The volt catheter was replaced and the procedure was completed with no adverse consequences to the patient. The IFU recommends raising the proximal end of the introducer handle above the level of the insertion site/heart level and slowly aspirate the introducer prior to connecting continuous saline which was not followed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The returned volt catheter was able to be successfully removed and inserted through the returned sheath. However, the distal end of the sheath was stretched and no longer met specifications. Review of the batch record was not possible as the lot number is unknown. The cause of the damaged seal and subsequent leak remains unknown. The cause of the reported catheter insertion difficulty remains unknown. Information from the field indicates the proximal end of the handle was not raised about insertion site/heart level. Agilis 13f instructions for use (IFU) precautions "raise the proximal end of the introducer handle above the level of the insertion site/heart level and slowly aspirate the introducer to prevent possibly air ingress through the hemostasis valve of the introducer prior to connecting continuous saline."